Manufacturer narrative:
Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was at end of service (eos) and a charge circuit timeout occurred with an alert triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed the reported charge time out using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing longer charge times. The battery impedance measured 327 mohms. Battery analysis found localized lithium (li) discharge along the edges and near li-severing two segments. The li severing resulted in a reduced li anode surface area, which caused an increased battery resistance. The increased battery resistance resulted in excessive charge time (ect) and charge timeout (cto) events logged prior to eri and subsequent explant. In addition to the li-severing, a li deposition breach was found in the separator in an anode segment adjacent to the edge of the cathode tab slot. Deposited lithium (li) protruded through the anode breach and cont acted the cathode tab, resulting in an apparent electrical short. However as the device was explanted due to multiple cto and ect events, not rapid voltage depletion, the apparent li-short is only noted for completeness. Based on this analysis, the ect and cto events prior to eri after 36 months of service was caused by li severing.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.